Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device sa845g, pc2bc number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture broke off when sewing during the surgery of removal of internal fixator. There were no adverse consequences to the patient. No additional information could be provided.